Event description:
A report was received that a patient fell (not device related) and could not feel stimulation unless it was turned up all the way. When the stimulation was on it was very painful and the patient went to the emergency room. The bsn sales representative did troubleshooting and observed no high impedances or lead migration from egl scan. The physician chose to explant the entire system and suspected that the patient's body was rejecting the device. The patient was prescribed antibiotics as a precaution. The patient is doing well following the explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved: model: sc-2218-50, (B)(4) and (B)(4), description: linear st lead with preloaded enhanced stylet 50 cm; model: sc-3138-25, (B)(4) and (B)(4), description: phase iii lead extension 25 cm. The explanted devices will not be returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.